Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed that the tube was caught by the pouch sealer during the sealing process. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set had a deformation issue. It was further reported that the tubing was clamped or bonded together which blocked the tubing and made the tubing unable to be used. This issue was identified before use. There was no patient involvement. No additional information is available.